Event description:
It was reported that error 8 was shown in the carto 3 system. No signal on the ep recording system and carto were observed. After switch off the system and replacing the extension cable of the mapping catheter the system worked properly. The case was completed with no patient adverse event. On (B)(6) 2012 was confirmed that signal on both systems were lost simultaneously making this event reportable. The faulty cable used in this case was discarded.

Manufacturer narrative:
Concomitant product: carto 3 system, us catalog #: fg540000, serial # (B)(4).